Event description:
It was reported that following a procedure using a farawave pfa catheter the patient experienced rhabdomyolysis. The patient was hospitalized for the condition for an unspecified amount of time. The onset date was reported as (B)(6) 2024 and it was considered resolved on (B)(6) 2024. No further information on treatments or interventions were reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Correction to initial MDR in block h6: patient code. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
H6: patient code - patient complication was described as "rhabdomyolysis" it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information but have not received additional information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a procedure using a farawave pfa catheter the patient experienced rhabdomyolysis. The patient was hospitalized for the condition for an unspecified amount of time. The onset date was reported as (B)(6) 2024 and it was considered resolved on (B)(6) 2024. No further information on treatments or interventions were reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.